Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral atrophy with resultant incontinence. The patient had undergone radiation therapy. The aus was removed and not replaced due to degraded tissue quality as a result of radiation. No further patient complications were reported.